Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day post implant, when attempting to interrogate the device, the device was not able to be located. It was determined the device had migrated down to the patient's stomach area, as it had slid down an old surgical tract made at the time of a previous breast implant. The right ventricular (rv) lead had appropriate sensing and capture thresholds, but the shock lead impedance had increased to 125 ohms. Surgical intervention was done and the device was repositioned. The leads were disconnected from the device and retested with the pacing system analyzer (psa), and then reconnected to the device. Post device repositioning and reconnection of the leads, the shock lead impedances was in the 70s. No adverse patient effects were reported.